Event description:
On (B)(6) 2012, the patient contacted animas reporting that for no reason the pump rebooted and goes to the verify time/date battery type screen. The patient reported that there was no trauma to the pump battery cap and the yellow o ring was not visible. There were no cracks to the casing. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed.

Manufacturer narrative:
(B)(4):a review of the pump black box history revealed no alarms associated with complaint. There was no damage found to the battery compartment or battery cap. The battery cap met all specifications and was found to secure tightly to the pump with no visible yellow o-ring. A battery cap function test was performed on the battery cap and no connections defects were found. The pump was exercised for 24 hours with the battery cap with no power issues. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit or battery flex.